Event description:
Gambro received a voluntary medwatch report related to an external blood leak with the cartridge blood line. It was reported during a hemodialysis session that blood was found leaking from the top of the venous luer connector on the cartridge blood line that attached to the tego connector. Treatment was stopped and the blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 200 ml. There is no indication medical intervention was required.